Event description:
A malfunction alarm was reported by the customer, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, received guidance to call back if the malfunction reoccurred, and continued to use the pump without further issues.